Event description:
It was reported that the patient can feel when the device does threshold testing at night. Follow up information revealed that the patient has atrial fibrillation and it is possible that is what is being felt. At the most recent follow up the device was found to be functioning properly. No intervention has been taken and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.